Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed and released. After the closure device was released, the patients blood pressure suddenly dropped. A pericardial effusion was noticed on the echocardiogram. The right ventricle was also noticed to be compressed. A pericardial puncture was performed. The patient became stable and was moved to the intensive care unit.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system, inside a watchman access system (was). The watchman 27mm implant was not returned. The devices were bloody. The devices were soaked in a warm water bath for 12 days. The devices were separated during lab analysis. The core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared/markerband bent/misshapen). Inspection of the rest of the device found no other damage or irregularities. The tip damage is consistent with deploying the implant.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed and released. After the closure device was released, the patients blood pressure suddenly dropped. A pericardial effusion was noticed on the echocardiogram. The right ventricle was also noticed to be compressed. A pericardial puncture was performed. The patient became stable and was moved to the intensive care unit. It was further reported the patient is fine and was discharged from the hospital 3 days post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system, inside a watchman access system (was). The watchman 27mm implant was not returned. The devices were bloody. The devices were soaked in a warm water bath for 12 days. The devices were separated during lab analysis. The core wire, tip, sheath, hub/valve were microscopically and visually inspected. Inspection revealed tip damage (tricuts flared/markerband bent/misshapen). Inspection of the rest of the device found no other damage or irregularities. The tip damage is consistent with deploying the implant.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 27mm watchman laa closure device and delivery system were used. The closure device was deployed and released. After the closure device was released, the patients blood pressure suddenly dropped. A pericardial effusion was noticed on the echocardiogram. The right ventricle was also noticed to be compressed. A pericardial puncture was performed. The patient became stable and was moved to the intensive care unit.